Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The cause of the reported issue was determined to be loose cable on the main system pcb assembly. After reconnecting the cable in the main system pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.